Event description:
A patient's pump was reported as being upside down. It was further reported that the device was pushing against their intestines, and wouldn't allow her to empty waste appropriately. The issue was noted as being confirmed 2 months ago (from (B)(6) 2010) during a pump evaluation. When the pump was first implanted it was pushing against her ribs, and was blocking food from emptying, which then caused food to back up into her esophagus. The patient's outcome was not reported. Additional information is being requested from the hcp, and will be provided in a follow-up as it becomes available.

Manufacturer narrative:
(B)(4).